Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the remote transmission it was noted that the patient's implantable cardioverter defibrillator (ICD) inappropriately delivered antitachycardia pacing (atp) therapy due to supraventricular tachycardia (svt). No intervention was performed, the patient will continue to be monitored. Patient status was not reported.